Manufacturer narrative:
This event has also reported in the importer mw 2951238 - 2022 ¿ 00428. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover was completed, the scope was removed, and placed on the cart. The staff noticed immediately that the distal cover was not on the scope. There were no procedural or anatomical challenges that could have caused or contributed to the distal cover coming off. The physician reinserted the scope and advanced it up to the third segment of the duodenum and all was examined in detail including the duodenum, stomach with retroflexed view, esophagus as well as the hypopharynx and no retained foreign body was seen. The patient was subsequently admitted to the hospital for observation and a fluoroscopy/CT scan chest abdomen pelvis was also obtained which was unremarkable, but due to the cap being plastic, it was unable to be visualized. Pt was discharged the next day. The patient's current condition is described as stable, discharged. There was no abnormality in the appearance of the scope/distal cover prior to the start of the procedure. There were no endotherapy device used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.

Manufacturer narrative:
This report is being updated to report investigation findings. New information is reported in h6 and h10. The device history record (DHR) for the suspect device could not be reviewed since the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The instructions for use (IFU) shipped with the device provides the user with the following informamtion related to the reported event: ¿important information ¿ please read before use: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - if the single use distal cover should fall off the distal end during the examination, the single use distal cover is seen partly on the endoscopic image. When the single use distal cover should fall off the distal end or seems to fall off, immediately stop the examination, and slowly withdraw the endoscope from the patient. Continuing the examination after the single use distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If a single use distal cover falls off inside the patient¿s body, stop using the endoscope immediately and retrieve the single use distal cover in an appropriate way. Conclusion: the definitive cause of the reported event could not be determined. Based on the investigation findings it is presumed that the distal cover was not properly attached causing it to easily detach. Or the distal cover fell off due to excess stress during the procedure.